Event description:
It was reported that the patient desaturated and the ventilator could not deliver set values. The patient was bagged until a replacement ventilator was connected. The patient's vital signs became stable after the ventilator was replaced. During further investigation, it was found that the connected compressor did not deliver compressed air to the connected ventilator. Final patient outcome was no injury. Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The onsite investigation performed by our field service engineer (fse) concluded that the transformer in the connected compressor was faulty causing the unit to fail in deliver compressed air to the connected ventilator. The ventilator logs have not been available, but the replaced compressor transformer was returned for technical investigation. The visual inspection of the received transformer unit did not reveal any deviations, the unit was visually in good condition. Resistant measuring of the transformer circuits verified that there was an increased resistance outside specification between one of the primary circuits. This reported issue has been investigated by the manufacturer, the root cause was traced to the manufacturing process. It was concluded that the transformer thermal fuses were disconnected due to a damage of the epoxy sealant near the lead exit point. The transformer is fitted with two 115°c non-re-settable thermal over-temp fuses, one in each winding. Corrective actions to correct the verified issue has been implemented. The returned transformer was manufactured prior the implemented corrective actions.